Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product presented problems. The device is passed to perform a laparoscopic cholecystectomy. During the course of the procedure and with the passage of the tweezers the trocar is disarmed, releasing the internal spring that the device has. For this reason, the trocar remains unfunctional and it cannot continue to be used. They changed the trocar to complete the procedure. There were no patient consequences.